Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to drainage from the driveline site with complaint of nausea, vomiting, and fevers. The driveline site culture was positive for streptococcus dysglactiae and methicillin resistant staphylococcus aureus (mrsa). The patient was treated with intravenous (IV) vancomycin and cefepime and transitioned with 100 milligrams of doxycycline and 1 gram of amoxicillin for long term suppression at home. The patient left the hospital against medical advice on (B)(6) 2023. The patient was followed as an outpatient and has been seen in another appointments. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.